Event description:
The customer reported falsely decreased hemoglobin results generated on the alinity hq processing module for multiple patients when compared to the customer¿s other hq module (B)(6). The following data was provided: testing was performed on (B)(6) 2026: sample ID (B)(6) (77-year-old, male): hemoglobin (B)(6): 6.27; repeat result on same analyzer: 14.5; hemoglobin result (B)(6): 14.2. Sample ID (B)(6) (61-year-old, female): hemoglobin result (B)(6): 6.55; hemoglobin result (B)(6): 15.2. Reference range for hemoglobin: 11.50 - 16.1 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. Section b5: additional patient demographics were provided by the customer on (B)(6) 2026.

Event description:
The customer reported falsely decreased hemoglobin results generated on the alinity hq processing module for multiple patients when compared to the customer¿s other hq module (hq01051). The following data was provided: testing was performed on (B)(6) 2026: sample ID (B)(6): hemoglobin (hq00731): 6.27; repeat result on same analyzer: 14.5; hemoglobin result (hq01051): 14.2. Sample ID (B)(6): hemoglobin result (hq00731): 6.55; hemoglobin result (hq01051): 15.2. Reference range for hemoglobin: 11.50 - 16.1 g/dl there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely decreased hemoglobin results generated on the alinity hq processing module for multiple patients when compared to the customer¿s other hq module (B)(6). The following data was provided: testing was performed on (B)(6) 2026: sample ID (B)(6) (77-year-old, male): hemoglobin (B)(6): 6.27; repeat result on same analyzer: 14.5; hemoglobin result (B)(6): 14.2. Sample ID (B)(6) (61-year-old, female): hemoglobin result (B)(6): 6.55; hemoglobin result (B)(6): 15.2. Reference range for hemoglobin: 11.50 - 16.1 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module and found a blockage in the worn valve assy, 2-way, n/c, epdm seal, 24vdc, smc lvm15 (B)(6). The fsr removed the blockage and the issue was resolved. The valve assy was determined to be the cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of trending data associated with the valve assy, 2-way, n/c, epdm seal, 24vdc, smc lvm15 did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity hq processing module, serial number (B)(6) or the valve assy were identified.